Manufacturer narrative:
H11: additional manufacturer narrative: updated sections g3, h6 (type of investigation, investigation findings, investigation conclusions). Devices are typically explanted or disabled because they are not functioning optimally. In some cases, the failure mode is not provided. Other times, it may be reported as but not limited to; stenosis, increased/high gradient, regurgitation, transvalvular leak, thickened leaflet, leaflet tear, immobility, restriction, and/or unspecified svd or nsvd. Leaflet thickening may be attributed to structural valve deterioration (svd) and/or non-structural valve dysfunction (nsvd). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Nsvd is defined as any abnormality not intrinsic to the valve itself that results in dysfunction of the prosthetic valve. The term nsvd refers to problems that are not directly related to failing valve components, yet it results in dysfunction of the prosthetic valve. There can be several causes of early leaflet thickening, such as early thrombosis/halt, early endocarditis or host tissue overgrowth. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through the implant patient registry and medical records that a patient with a 33mm 7300tfx mitral valve, implanted in the tricuspid position, underwent a valve-in-valve procedure after an implant duration of four (4) years, seven (7) months due to severely restricted and thickened leaflets with severe stenosis and moderate regurgitation. The procedure was performed with a 29mm 9755rsl transcatheter valve successfully. Patient was taken to recovery post procedure. Per medical records, the patient presented to the emergency department with acute diastolic heart failure. He has worsening dyspnea on exertion, fatigue, and weight gain. Tee demonstrated severely restricted and thickened leaflets. There is hemodynamically significant tricuspid valve stenosis with mean pg 13 mmhg, vti 41.4 cm, vmax 1.9m/s. And moderate regurgitation. Ttvr procedure was successfully completed using a 29mm 9755rsl edwards sapien. Procedure went well and gradient reduced to 2mmhg, there is no valvular or paravalvular leak. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.